Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 74 ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate was performed and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An under-infusion was reported to have occurred during the use of a small volume folfusor device. The device was filled with 56 ml of fluroblastine and 31 ml of an unknown diluent. The initial weight of the folfusor was 142 grams and the patient returned with the device weighing 141 grams. There was no patient injury or medical intervention reported to be in association with this report. No additional information is available.